Event description:
It was reported that the connection between the minicap extended life pd transfer set and minicap "cannot be tighten up" which resulted in iodine leakage. This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6, and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and iodine was observed around the mini cap indicating a leak of iodine occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.